Event description:
It was reported that atrial lead impedance was trending downward and that there was no sensing in the atrium. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.